Event description:
A nurse reported that during a cataract case the surgeon pressed the footswitch all the way for max vacuum and the vacuum did not increase to the max setting. The case was completed with same system and accessories. There was no impact to the patient.

Manufacturer narrative:
A review of the customer's complaint history of the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 28, 2007. Based on qa assessement, the product met specifications at the time of release. With the information received, the root cause of the reported event could not be determined and is unknown. (B)(4).